Manufacturer narrative:
(B)(4) follow up one photo of a 3 ml luer-lok syringe (part number 309581, batch 4221231) was received and evaluated. The photo shows the top web slip with all appropriate product information, and no defects were observed. Additionally, a device history record review was completed for lot number 4221231, which showed no rejected inspections or quality issues during production that could have contributed to the reported defect.

Event description:
1. (B)(6) 2025 2. 4221231 3. Patient opened packaging for unused needle and syringe and observed a small amount of fluid/liquid prior to administering her b-12. Since she observed this prior to drawing up her medication, she saved it aside and did not use it, therefore classifying this as a near miss event even though it did reach the patient.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached hello, I am needing to file a report of a contaminated syringe. We purchase bd products through our wholesaler, not directly from bd, but when I registered for an account, it was denied. I do not have a preference of how to formally notify bd of this issue, but on behalf of the patient, I wanted to be sure it gets reported.